Manufacturer narrative:
Device passed displacement test; it failed self test. After battery installation, the up and left keypad buttons were intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had stuck button alarm. The customers blood glucose was unknown. Customer stated they did not press a button down for 3 minutes or longer. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.